Manufacturer narrative:
The technician found the communication cable was torn. The technician replaced the communication cable to resolve the issue.

Event description:
The technician alleged the nurse call is not functioning. No patient impact.